Event description:
It was reported that an asymptomatic patient presented after receiving a patient notification for non-sustained lead noise. The stored egm showed that the episodes were due to undersensing and loss of capture. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.